Event description:
An optometrist reported that a pt who had undergone bilateral lasik was diagnosed with asymptomatic stage 1 diffuse lamellar keratitis in both eyes at the one day post-op visit. The steroid eye drops were increased in frequency from four times per day to every two hours. There were no plans to lift or rinse the flap. This report concerns the pt's right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).